Event description:
Additional information was provided regarding this event. The event occurred during an unspecified treatment procedure. The procedure was completed using the subject device. There were no user or patient harm associated with this event.

Manufacturer narrative:
Updated fields: b3, b5, d10, h6 and h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The instruction manual provides the following regarding proper handling of the device: ¿warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ a definitive root cause for this issue was not established. However, it is probable that the peeling of ultrasonic probe surface was caused by physical stress caused by dropping or hitting on a hard surface/object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. In addition to evaluation, due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was detached. Ultrasonic transducer had corrosion. Objective lens had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, sound ray missing with the evis lucera ultrasound gastrovideoscope. There was no report of patient harm associated with this event. During incoming inspection, the transducer was missing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.